Event description:
On (B)(6) 2018 the customer contacted dario to report high blood glucose readings (482-512 mg/dl). As a result, he went to the hospital. At the hospital his blood glucose was 330 mg/dl. Dario attempted to follow up with the user on multiple occasions with no success.